Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Additionally, the dexcom user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an itchy rash that occurred around the site of the sensor patch adhesive on (B)(6) 2015. Patient had a routine check up and mentioned the rash to his doctor. Doctor recommended the patient wear lighter clothing. At the time of contact no further medical intervention was reported.